Event description:
The iab leaked. Blood was noted in the gas lumen and the iab was removed. Another iab was not inserted. (On 11/11/97, datascope also received the mandatory medwatch form from the distributor; uf/dist report number: 2026191-1997-0045. On 11/20/97, datascope was notified that the iab discarded and would not be returned for evaluation. (Event complications: none from the event - reported 11/17/97.) (Pt's current status: unk - rpt'd 11/17/97.)